Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra is giving an "apply sample" message. The complaint is classified based on the documentation of the customer care advocate (cca). The reported issue began 3 months ago. Sometime after the issue began, the patient developed symptoms described as "nervousness, headache, and shakiness." On ten days earlier, the patient went to the doctors because her meter was not working and she had a checkup. The patient was tested on a cvs brand backup meter at "86 mg/dl." The doctor did not treat the patient for any diabetes symptoms, but told her to call lfs to have the meter replaced. During the troubleshooting session, the cca verified that the patient was using the correct technique to apply her blood sample and the test strip did draw the sample into the test area. However, the reported issue was not resolved with troubleshooting. This complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after the reported issue started. The meter, test strips, and control solution were replaced.